Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that a clinician had stopped an infusion. An hour later another clinician enters the room to restart the infusion, but notices the bag is empty the pump was off. There was no information on patient impact details.